Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check was performed with tandem technical support and no issues were identified. Customer cleared the alarm and resumed insulin delivery. Additionally, it was reported that a cartridge change error occurred. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 178 mg/dl.